Event description:
Pt came in for a gj exchange. Imaging showed that the internal spring had dislodged from the malfunctioning gj tube. The tube and spring were fully removed from the pt with ease. A new tube was inserted without complication. This is the second tube of this kind to have the spring dislodge in this pt. Both times the family complained of reduced flow and difficulty pushing feeds/water through the j-port.